Event description:
Customer reported a c-trans z-home detect error 4151 on the aia-900 analyzer. Customer cleaned the pick-up arm plus sensor, rebooted, all set home with no error and ran the daily check and the error returned. This is a reportable event based on delay in reporting of follicle stimulating hormone (fsh), prolactin (prl), beta human chorionic gonadotropin (bhcg), and estradiol (e2) assays.

Manufacturer narrative:
An investigation was performed in response to a complaint of error 4151 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) discovered the c trans z motor had a "dead spot" on it meaning a spot when the motor turns that it gets hung up on. The fse replaced the motor to resolve the issue. The instrument was able to home without error. This investigation confirmed an electrical problem due to a component failure. Escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12 flags and error messages states the following: error message: [4151] c. Trans ¿ z home detect error. Cause: the home sensor s062 failed to be activated after the transfer y moved toward home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction.